Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#n3m1834y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a vaginal cuff closure, when the surgeon was passing the needle through the vaginal cuff tissue, the device was difficult to toggle and the needle broke, part of the needle came out with the device and part of the needle remained in the tissue. An x-ray was performed for the express purpose of locating the component, or confirming that all pieces were located. However the surgeon determined it safer to leave the needle piece in the tissue.